Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 743 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip, fluids and insulin pump. Customer reported that the drive support cap appears to normal. The insulin pump will not be returned for analysis.